Event description:
It was reported that after an angioplasty procedure, arteriotomy closure via an antegrade puncture of a non-calcified femoral artery was attempted using a starclose se device. Reportedly, during device deployment the first two steps were completed successfully. During thumb advancer/exchange sheath splitting, the exchange sheath failed to split and the thumb advancer was unable to be deployed (advanced) into the completion window. The device was removed and a second starclose se device was used to achieve hemostasis. After the device was removed the exchange sheath was split completely with excessive force. The procedure was performed under local anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. It was not specified if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported exchange sheath failing to split and the thumb advancer not being able to be deployed (advanced) into the completion window was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event - the customer reported the event occurred two weeks before reporting the product experience. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.